Manufacturer narrative:
An analysis was performed on the returned device. The material separation could not be confirmed as the sure was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case it is likely a suture snag occurred during harvesting of suture from the device. It was reported that the suture was removed from the device with uneven motion. It should be noted that the electronic perclose prostyle instructions for use (eifu), ¿grasp both suture limbs together and gently pull the suture ends through the proximal guide.¿ the IFU violation likely did not cause the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated.

Event description:
Subsequent to the initially filed report, the following information was received: the suture break occurred when harvesting it out of the device. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a small-bore sheath. Reportedly, during removal of the device (step 4), a suture break occurred due to a jerky motion when the rail suture was pulled. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.